Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. At this time, we are awaiting more information regarding the user facility's cleaning, disinfection and sterilization process, and the microbiological analysis report. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported the subject device tested positive for microbial contamination, and the working channel was presumed to be damaged. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received regarding the reported issues (the subject device tested positive for microbial contamination, and the working channel was presumed to be damaged). The issue was found during the annual hygiene test of the device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Three attempts were performed to obtain the customers cleaning disinfection and sanitization (cds) practices, however no response was received from the customer. The device was evaluated where no abnormalities were found that could have led to the positive culture. During the device evaluation, it was found that there was dirt / foreign material on the distal end. Additionally, a few defects were noted where the bending section rubber glue was rough, and the bending angle was out of specification due wear of the angle wire. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for the positive culture result and dirt / foreign material on the distal tip could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.